Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus during an unknown procedure, a loose/defective contact connection on the evis exera iii video system center resulted in no image. A similar device was used for the procedure, and there was no delay reported. There were no reports of patient harm associated with this event.